Event description:
It was reported that when using the bd pyxis¿ es server, one patient did not cross over to pyxis. User attempted to perform an undo discharge, but an error occurred "patient cannot be reverse discharge as the reverse discharge timeframe has elap for this encounter". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist (tss) dialed into the station and opened data sync, locating the server. User reported that one patient was not crossing over to pyxis and that the undo discharge option was failing with an error indicating the reverse discharge timeframe had elapsed. Investigation included reviewing the rss and aria trace, identifying the associated station, and remotely accessing the station to verify the server and patient details. It was confirmed that the patient was originally admitted on (B)(6) 2025, discharged on (B)(6) 2026, and readmitted on (B)(6) 2026 as a temporary admit. Facility settings showed a reverse discharge window of 72 hours, which had already been exceeded. The user was informed that the reverse discharge option was no longer available and was advised to re-admit the patient by sending an adt a01 message. The user acknowledged the explanation and agreed to close the ticket. The system functioned as intended after the technical support specialist investigated the device.